Event description:
The crew was loading a pt onto a stretcher and the wheel assembly came off. The crew replaced the assembly and took the pt to the hospital. Wheel fell off when unloading the pt and again the crew replaced the assembly. When rolling the stretcher up a slight slope the assembly again came off and the stretcher slightly tilted to the side slowly and the pt went to the ground. The pt complained of pain and a slight abrasion on the right elbow and the medic complained of pain in the left hand and thumb when it became stuck between the ground and stretcher. No known medical intervention occurred.